Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6) implanted: explanted: product type recharger analysis found ins no secret key when analyzing the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was the recharger power button light blinks orange and then turns off. The caller indicated that the recharger will not connect to the ins. The caller indicated that the attempted to troubleshoot the issue with a field clinical engineer. They attempted to reset the recharger by holding the power button down, attempted to reset when the recharger was on and off the dock, reset the patient handset, turned the recharger off, and double clicked and triple clicked the power button. The caller had taken the recharger out of shipping mode and connected the recharger to the recharging application. The app says recharger inactive when connected to the recharger and the app will display the recharger docked message when the recharger is placed on the dock. It was also reported that the recharger was broken. The issue was not resolved through troubleshooting. A replacement recharger (rtm) was sent out. No symptoms were reported. On 2024-aug-26 the reason for call was when the patient (pt) met with their rep on friday to program the ins, the rep could not get the wireless recharger to work so rep called and they sent one to them one over night. The wireless recharger was never able to be hooked up to them. During call pt reset the wireless recharger and when they attempted to recharge the ins they kept getting not found. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.